Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "during the sheath delivery, it was found that there was a tear in the piercing sheath, so a new set of sedinger was replaced." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed; however, the exact cause is unknown. One photograph of a mircointroducer was returned for evaluation. An initial visual observation of the photograph showed a damaged tip of a microintroducer sheath. A small bulge was observed in the sheath adjacent to a small split at the distal end of the sheath. No obvious use residue was observed on the sample in the returned photograph, and no damage was observed on the dilator, which was inserted within the sheath. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported, "during the sheath delivery, it was found that there was a tear in the piercing sheath, so a new set of sedinger was replaced." No other information was provided.